Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the leading haptic was twisted into a reverse question mark shape and unfolded along the posterior capsule. The patient got replaced with another lens on the same day. Addition information was requested and no further information was available.